Manufacturer narrative:
This report is submitted on may 26, 2022.

Event description:
Per the clinic, the patient experienced pain due to a magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2020. The patient's head was wrapped as recommended by cochlear. Surgery to reposition the magnet has been completed on (B)(6) 2022 under general anesthesia. The implanted device remains.